Event description:
"During this call, the patient was placed on a co2 nasal cannula. Before the nc was placed on the patient, the capno port was plugged in and the capno monitoring channel showed up on the monitor screen. The cannula was then correctly placed on the patient. The patient was instructed to breath through his nose. Ems crew witnessed him following these instructions. The capno reading initially started to read at 18 mmhg but then decreased to a range of 1-3 mmhg. Ems crew checked the monitor to make sure the port was still in the proper position and it was. The patient was monitored and he was still doing as he was told breathing through his nose. A new co2 cannula was switched out and placed properly back in the monitor and on the patient. The initial readings were again 1-3 mmhg and stayed that way for around 5 minutes then the capno reading showed 18 mmhg. Even with the change in numbers I still believe it was not reading correctly as the patient had no indication of clinically having a low capno reading; the patient was not hyperventilating nor were their signs of possible sepsis, both of which can lead to low capno readings. The patient was then transferred over to hospital staff." Pt code: 4582. Device code: 1535. Ref report: mw5185516.